Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The instructions for use and labeling were reviewed and found to be adequate. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that they were using the foley catheter 5cc and the catheter was collapsing, not allowing urine to flow through. They had 2 occurrences of this. They had the 2 catheters to return if needed. Customer would like replacements. With the catheters not working, they got bladder spasms. They had another complaint opened because of this issue. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that they were using the foley catheter 5cc and the catheter was collapsing, not allowing urine to flow through. They had 2 occurrences of this. They had the 2 catheters to return if needed. Customer would like replacements. With the catheters not working, they got bladder spasms. They had another complaint opened because of this issue. No medical intervention was reported.